Manufacturer narrative:
This lead is not expected to be returned as it was retained by the hospital. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to a rise in threshold measurements and variable impedances. Patient is dependent and reported to have experienced dizziness. This lead was then able to attempted to be repositioned, but the helix was unable to extended again. This lead was then cut and removed from the patient's groin. A new lead was them implanted as a replacement. No additional adverse patient effects were reported.